Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.75x16mm veriflex stent was advanced to an unspecified target lesion, but was not able to cross the lesion. Upon removal, stent damage was noted on the distal portion of the stent. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.75x16mm veriflex stent was advanced to an unspecified target lesion, but was not able to cross the lesion. Upon removal, stent damage was noted on the distal portion of the stent. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Correction: brand name - from veriflex to liberté. Upn- search - from h7493893416270 - veriflex (mr) us 16mm 2.75 - 38934-1627 to h7493893816270 - model-liberte bare (mr) ous 16mm 2.75 - 38938-1627. Upn - from h7493893416270 to h7493893816270. Catalog/model # - from 38934-1627 to 38938-1627. (B)(4).